Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire in a guidewire hoop, one introducer needle, and one 8.0fr peel-apart sheath with vessel dilator were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A split was noted on the center portion of the peel-apart sheath shaft and bunching was noted in split area. The distal tip of the loaded vessel dilator was noted to be deformed. An attempt to remove the vessel dilator from the peel-apart sheath was performed and retracted without resistance. Therefore, the investigation is confirmed for the reported fracture and identified deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2028), g3, h2, h6 (device) h11: d4 (unique identifier (UDI) #), h6 (method, result) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the mid sheath was allegedly fractured. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the mid sheath was allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2028), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4: (expiration date: 01/2028). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the mid sheath was allegedly fractured. There was no reported patient injury.